Event description:
It was reported that a patient was implanted with a pump the day for the implant and the patient was lethargic and sedate at the time of the report. It was later reported that the patient had "too much morphine" and caused "over-sedation". The dose was adjusted and the results were "good" with "less sedation". The patient recovered without sequelae. The pump was infusing morphine.

Manufacturer narrative:
Catheter: model: 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: unknown. (B)(4).